Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed motor test. The device was monitored for several days and no blank display noted. The device had normal operating currents. No damage found on the lcd isolation tape noted. The device also had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during basal. It was also reported that the insulin pump has a blank screen. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.